Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6), h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our surgical lights powerled ii 500. As it was stated, the keypad membrane was cracked and damaged and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 10/21/2020. Corrected h4 manufacture date: 11/25/2020. Initial reporter was clinical engineer. Getinge became aware of an issue with one of our surgical lights ¿ powerled ii 500. As it was stated, the keypad membrane was cracked and damaged and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination . Based on an information gathered, defective pwdii-keypad (ard569201510) was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. Based on information collected it was possible to establish that the affected device was not being used for the patient treatment upon the event occurrence. Based on an information gathered, the issue was discovered during daily check. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. As stated by subject matter expert at the manufacturing site, the most probable root cause of this keypad damage is the collision between other products. To prevent any incidents, the powerled ii instructions for use (IFU 01811 en 10, page 45) mentions to check the device for chipped paint, impact marks and any other damage. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).